Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt's device is dead, as he has not used his stimulator in a few months. Patient indicated he is currently charging his controller. Patient indicated they are currently scheduled for explant on (B)(6) 2022 due to ins not helping and ins has shifted. Caller reports this started sometime in (B)(6) 2021. Caller reports ordering MRI. Caller reports va medical center in (B)(6) will be explanting ins, unknown who the explanting doctor is.